Event description:
The customer's mother called to report that her daughter experienced high bg's (greater than 250mg/dl) and ended up in the emergency room. A new pod was placed and her bg's successfully lowered to normal levels. The suspected pod was thrown away by the ER staff and will therefore not be returning for evaluation.

Manufacturer narrative:
The device involved will not be returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.